Manufacturer narrative:
Device analysis the device returned with the external slider and tip capture release handle in the home position. The taper tip was curved with a longitudinal scratch visible along the surface. There was no further damage observed to the device. The reported positioning difficulties were confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion the reported difficult to position event could not be confirmed on the pre-implant films provided; therefore the cause of the event could not be determined. The reported cardiac arrest and death could not be assessed. Procedural angiograms showing attempts to position the valiant captivia stent graft were not received for a thorough analysis of the event. Lack of full pre-implant CT¿s did not provide opportunity for a more in depth analysis of the patient¿s anatomy. It is likely that patient anatomy contributed to the difficulties positioning the device, but this could not be confirmed. B5: additional information it was confirmed that the proximal dta was tortuous and was a type 3 aortic arch. The device order was confirmed as vamf2622c150te / (B)(6) followed by vamf3232c200te / (B)(6) and vamf3232c150te/ (B)(6). No damage was observed to device or packaging prior to procedure. The physician adhered to the deployment steps as outlined in the instructions for use (IFU). The tortuosity of proximal dta, along with the patients anatomy may have contributed for tracking difficulty. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat a thoracic aortic aneurysm measuring 80.5mm in diameter, the device vamf3232c150te was not tracking across the proximal descending thoracic aorta (dta). The patient experienced cardio respiratory arrest during the procedure and subsequently died. The procedure involved the placement of vamf2622c150te proximally at the level of the celiac artery, followed by the deployment of vamf3232c200te. Attempts were made to track vamf3232c150te over a lunderquist wire with a buddy lunderquist wire, but the device was not able to cross the proximal dta, even with two buddy wires. While continuing to attempt to track the device, the patient went into cardio pulmonary arrest and died on the table. The healthcare professional could not determine the cause of the event.